Event description:
Pump was returned for evaluation. Evaluation of the logs showed evidence that the secondary core of the system on module (som) failed, but operation coherency checks continued to function and report a timing failure. The issue has been escalated and an internal CAPA was opened for root cause analysis, identification of corrective actions, and verification of effectiveness once corrective actions are implemented.

Event description:
Customer reports the following: "biomed reported failures in log. No patient harm." Preliminary review indicates that this was a coherence msec tick failure (multiple flow core failures), which stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.